Event description:
The arthroplasty was revised due to acetabular loosening and malposition. The components were implanted in situ for ~ 2.5 y.the acetabular shell, acetabular liner, femoral head components were revised.

Manufacturer narrative:
The device history was reviewed. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The complaint history was reviewed. There have been no other events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was received. Further information including return of explanted products, operative reports, x-rays and patient medical records are required in order to complete this investigation. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to acetabular loosening and malposition. The components were implanted in situ for ~ 2.5 y. The acetabular shell, acetabular liner, femoral head components were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).